Event description:
As reported, the patient was enrolled in a clinical study japan smart pms for sfa and the case number is (B)(4). The patient had two (2 each) 120/150 smart control 6 x 150 stents implanted in the mid right superficial femoral artery (rsfa) target lesion during the study index procedure. There were no reported procedure or product issues reported during the procedure. The lesion was reported to be: an 86.9% stenosis, moderately calcified, and tortuous. Approximately thirteen months after the procedure, the patient developed leg gangrene and a surgical amputation of the right leg was performed. No further information of the patient status was available at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2015-00012 and # 9616099-2015-00013.

Manufacturer narrative:
Additional information received indicated that it was unknown if the two stents were overlapping. There was no reported product issue with the stents involved. The patient exhibited signs of gangrene at the time of the index procedure. The patient¿s medical history is unknown. The patient was not on a medical regimen post-procedure. The relationship of the event to the study devices/procedure was none. No additional information is available. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2015-00012 and # 9616099-2015-00013. Based on the additional information received, the file is being changed to a non-complaint based on the patient's pre-existing condition.